Event description:
This report was rec'd from a physician of a 12 year old girl who underwent surgery for a myringotomy and gelfoam was used. A few weeks later, she developed hearing loss. The girl's father had a history of hearing loss at the same age. The physician also thought there could be a possible genetic factor. No other info was provided on initial contact.